Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 60 units and remained static. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer will use the pump for insulin therapy.

Manufacturer narrative:
The device was received; however, evaluation was not performed. Device refurbished.